Manufacturer narrative:
The reported events were lead dislodgement and "not capturing or sensing appropriately¿. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of "not capturing or sensing appropriately¿ was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the right atrial (ra) lead was not capturing or sensing appropriately. Ra lead dislodgement was confirmed. The ra lead was explanted and replaced. There were no patient consequences.